Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion at the site results into alarm. Duratin of infusion set used was not more than 48 hours. The issue got resolved with replacement of the infusion set. No further information available.